Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not working correctly. Customer is experiencing high blood glucose. The blood glucose reading is 435 mg/dl. Customer treated with manual injection. Customer does not feel well; possible ketones. The previous blood glucose reading was 575 mg/dl. During troubleshooting, the high pressure test failed twice. Nothing further reported.